Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 50 mg/dl. Reportedly, the customer delivered a 10-12 unit food bolus prior to consuming food. Customer lost consciousness and was assisted with gaining consciousness and removing the pump. Glucose gel was consumed to address bg level.